Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a monitor only mode per the remote patient monitoring system. Attempts to obtain additional information were unsuccessful. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the patient's following clinic that the patient had died. Also, it was confirmed that tachy therapy had been intentionally programmed off as the patient was on hospice care. There were no allegations against the device system. At this time, the device has not been returned to boston scientific and it is unknown if the device was explanted post-mortem.